Event description:
It was reported that the trach tube exhibited a leakage. Upon removal, the leakage was found at the inflation line. Another trach tube was used and the issue resolved. There was patient involvement, unknown injury was reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1824231-2025-00028-00. The date of that submission was 11-dec-2025. H6: codes were updated. One device was returned for investigation. It was reported that a slow leak in the airway at the location where damage was identified during the visual inspection. The defect could be confirmed. All tracheostomy devices are leak tested twice prior to being sent to the customer, therefore this device did not leak during final functional testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.